Event description:
The consumer alleged she was using her vicks personal steam inhaler, placed a scent pad inside the unit and then it boiled over causing third degree burns to her leg. She did see a doctor regarding her burns. This is an isolated incident, the unit in question has been requested back for evaluation.